Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, uterine bleeding, muscle spasm and bleeding genital. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/ vaginal)- type: vaginal infection"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced tooth disorder ("dental probs"), migraine ("migraine\ headaches"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), social anxiety disorder ("psychological or psychiatric problems condition: social disorder") and nervous system disorder ("neurological conditions or problems type") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (d &c hysteroscopy novasure). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, fatigue, tooth disorder, migraine, weight increased, social anxiety disorder, bladder disorder, urinary tract disorder, pelvic pain, abdominal pain and nervous system disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nervous system disorder, pelvic pain, social anxiety disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient did not received treatment for dysmenorrhea, dyspareunia, fatigue, dental probs, migraine, weight gain, weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Right side, 3 coils noted after procedure. Left s.o.de, 2 coils noted after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: social disorder , bladder or urinary or changes, neurological conditions or problems type: pelvic pain, abdominal pain were added. New reporters, concomitant conditions and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.